Event description:
A (B)(6) male was undergoing a robotic distal pancreatotomy and splenectomy in the operating room. The surgeon stated that the blade on the robotic vessel sealor became exposed during the surgery. There was no harm to the pt.